Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes.' One 3i t3® non-platform switched tapered implant 5 x 8.5mm (bost585) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use and debris about the implant threads. Implant dimensions are within specification. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (medical condition). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1 DHR review was completed for the subject lot number 2020030708. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020030708) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (perforated sinus) or product (bost585). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant perforated the sinus, the implant was removed and doctor placed another implant in another tooth site.